Event description:
Reporter attempted to remove the peg tube from the gastrostomy stoma. There was significant resistance passing the internal mushroom portion and the tube broke leaving the internal mushroom portion of the peg tube in the stomach. They then needed to retrieve the remnant using upper endoscopy with retrieval forceps through the pt's mouth.